Manufacturer narrative:
This medwatch report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The unit was returned to carefusion for evaluation and repair. The issue was isolated to a defective alarm pcba, pn 771401, sn (B)(4).

Event description:
The following description of the event was documented by a carefusion tech support specialist in a response to a phone conversation with a user facility representative on (B)(6) 2014. The customer called to report that the battery low light is on even with a good battery and the overheat light is on. They did a performance check and the amps are low at 76cm. The driver overheat light went on after a few mins on the performance check settings. There was no patient involvement in this issue.